Event description:
It was reported the patient felt the stimulation, but it did not help with the symptoms. It was then stated the stimulation was controlling her symptoms. It was noted about two months ago the patient walked through a security system and forgot to turn the stimulation off and ever since then the stimulation was not controlling her symptoms. The patient met with the representative to be reprogrammed twice since and it was noted the stimulation was not working. It was verified stimulation was on. The patient was on program 4 and stimulation was hurting her at 2.6 volts and she felt it too strong in her butt. The patient switched to program 1 and it was uncomfortable at 4.0 so it was turned down to 3.7 and the patient felt stimulation comfortably and planned to track their symptoms. The caller was redirected to their healthcare provider. It was reported the programming the patient had at the time of the call was not working for her and she ¿might as well have the therapy removed.¿ it was reported the patient had been reprogrammed five times since implant, the most recent was (B)(6) 2013. It was reported the patient planned to see her doctor on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va081h7, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).